Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. The customer¿s blood glucose was 169 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.